Event description:
It was reported this was a venotomy closure of the right femoral vein using the pre-close technique via an 8fr sheath hole prior to an electrophysiology (ep) procedure. Reportedly, after suture deployment, the foot was parked but the device could not be removed from the anatomy. After manipulation, the device was removed without any tissue damage occurring. The sutures of a new proglide device were successfully pre-placed. The sheath was upsized to a 12fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide device suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the eifu deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.